Event description:
It was reported that the patient experienced issues with his pump. Patient stated that when he tried to squeeze the ball/pump, it will not squeeze and will only stay tight. Patient was implanted around 2 months ago. Patient stated that he left his "instruction kit," a ball and a disk, at the hospital. He mentioned that he would like to be sent the "instruction kit" and also would like to be educated more regarding the device. Additional information was received from patient services. Patient is experiencing anxiety because he can't get to device to inflate. Further patient education was provided. Device is still implanted.